Event description:
Issue began 5 months ago. One out of every four ultraflex infusion sets experienced leaking from underneath the adhesive pad of the infusion set. Patient would feel tired then check his blood sugar. His blood sugar has been as high as 500 mg/dl. Patient smelled insulin then noticed the insulin leaking from the infusion set. Patient blamed the leakage for the high blood sugar. Patient used injection to correct his blood sugar. Patient did not require outside assistance to treat his blood sugar. Patient advised that the leak was caused by the infusion set and not due to poor absorption. The infusion sets will not be returned for investigation because they were discarded by the patient. Replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.